Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the pediatric patient experienced dka at school around afternoon. The patient experienced a brief sensor issue during that time. The mother too the patient to the hospital and when they arrived the sensor reconnected back to the pump. The patient was experiencing stomach-ache, headache and vomiting. They took a bg reading which was 516 mg/dl and the cgm reading was high. The patient was treated with IV medication and insulin. The patient was discharged from the hospital evening of (B)(6)2024. He was approximately 36 hours in the hospital. At the time of the report the patient was stable. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, no readings/ sensor error/ brief sensor issue under an hour found to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.